Manufacturer narrative:
Operator error. No malfunction suspected. The end user's sister reported the end user was sitting in her power wheelchair in the garage and struck by a motor vehicle that was not properly placed in "park."

Event description:
The end user's sister reported that while the end user was sitting in her power wheelchair in the garage, she was struck by a car that was being parked in the garage and not correctly put into "park."